Event description:
On 01/02/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, okay, and contrast buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the up, down, & ok buttons were unresponsive. Contamination was found under the up & contrast button contacts. Unrleated to the keypad, the bolus button cover was torn. The bolus button was unresponsive due to contamination on the contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.